Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, as well as minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. Customer's blood glucose was normal and did not require medical treatment. The customer agreed to return the insulin pump for analysis.